Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called to report that the system was reporting a recoverable fault (B)(4). On universal surgical manipulator (usm) #4. The customer informed the technical support engineer (tse) that the fault persisted even when power cycling the system. As the system was onsite, tse could review the logs and found errors pointing to a patient clearance button faulting on the affected usm. The surgery would continue using 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.